Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, eight (8) months due to structural valve deterioration resulting in aortic stenosis. A redo avr and CABG was performed resulting the implant of another 23mm 11500a pericardial valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer reports of structural valve deterioration and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform and cocr band remained intact; the vfit band does not appear expanded and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets on both aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing cloth had multiple cuts around the sewing ring. Multiple suture threads and suture fasteners remained attached around the sewing ring.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.